Event description:
On (B)(6) 2012, the patient contacted animas alleging a short battery life with the pump. The patient reported changing the pump's battery at 8:30am on (B)(6) 2012 and at 8:46am (16 minutes later) the patient reported receiving another replace battery alarm ((B)(4)). Prior to the replace battery alarm on (B)(6) 2012, review of pump history revealed patient had received alarm on (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012 and (B)(6) 2012. The patient reported that on an unspecified date he slept through one of the replace battery alarms and woke up with a blood glucose (bg) of 490 mg/dl with a "bad headache". There was no mention of any other symptoms. The patient claimed he changed the pump's battery, took a correction bolus by pump and confirmed his bg returned to normal within 3 hours (exact value unknown). At the time of troubleshooting, the patient reported he was using advanced lithium batteries. The patient was advised it was recommended to use l91 batteries. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error since the subject pump alerted the patient of the insulin delivery interruption; however, the patient failed to acknowledge the alarm till a later time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box data showed that the total daily dose correctly reflected the user's programmed basal rates. The black box showed multiple low battery warnings. Evaluation revealed that the battery compartment was cracked and corrosion was observed in the battery compartment. The pump electrical current draws were tested and were not within specifications. The pump was exercised for 29 hours and given a flow accuracy test and the pump was found to be delivering accurately as programmed.